Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 20, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was cut in half. No issues were identified. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was unable to tolerate glare and halos after the implantation of the preloaded multifocal intraocular lenses (iols) in both eyes. The lenses were subsequently explanted and replaced with non-johnson and johnson iols. It was reported that the patient had difficulty performing one or more daily activities following the surgery. The patient was dissatisfied with the lenses, which were noted to have caused or contributed to the event. It is unknown if the patient experienced a loss of two or more lines of best spectacle corrected visual acuity (bscva) or if the patient was under or over corrected. The patient¿s pre-operative and post-operative refraction, bscva, and the intended target refraction were also unknown. There were no pre-existing conditions that affected calculation. No unplanned surgical interventions or medication outside the standard of care was required. It was reported that the patient's outcome was ¿as expected¿. No further information was provided. This report is to capture the left eye event. A separate report will be submitted to capture the right eye event.